Manufacturer narrative:
Evaluation, results: (device evaluation still in progress); incomplete device returned. Conclusions: conclusion not yet available - (device evaluation still in progress); inconclusive ¿ ( investigation in progress).

Event description:
The physician was treating a lesion in the proximal rca which exhibited moderate tortuosity and severe calcification. The resolute integrity drug eluting stent was inspected and prepped prior to use with no issues noted. A non-medtronic stent was deployed first, then the area was post dilated with a 3.75 x 20 non-medtronic balloon. A 3.00 x 20 mm balloon was then used to dilate distal to the stent. It was then attempted to use a 3.50 x 38 mm resolute to pass through distal to the previous stent in the prox rca. Resistance was encountered during advancement of the device, it is unknown if force was used. It is reported that the balloon ruptured upon first inflation and could not inflate to more than 2-3 atms. Several dilations were attempted. It is reported the stent would not come apart from the balloon, and both the stent and balloon could not be removed. The distal catheter tip then broke off with the stent and balloon still attached. Sufficient force was applied to remove the catheter. The catheter broke and the remaining balloon was left in the artery. A CABG was performed and the surgeon was able to remove the remaining part of the balloon and catheter. However, the patient suffered a stroke on the same day as the procedure and died from complications of the stroke unrelated to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (balloon rupture, stroke, death). Patient¿s condition affected effectiveness of device - (lesion morphology). Related to another drug/device - (previously deployed stent). Evaluation conclusions: known inherent risk of a procedure -(balloon rupture, stroke, death). Device failure related to patient condition - (lesion morphology). Operational context caused or contributed to the event -(previously deployed stent).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the distal portion of the device was returned to medtronic for evaluation. The stent was not returned; crimp impressions were visible along the working length of the balloon . The transition shaft and distal shaft were stretched and kinked. There were numerous kinks visible along the shaft. The guidewire entry port was stretched and damaged. The distal shaft had detached 16.0 cm proximal to the balloon bond and 13.5cm distal to the guidewire entry port. The transition shaft had detached 22.2cm proximal to the guidewire entry port. The distal and transition shaft material was stretched, jagged and uneven at the detachment sites. The proximal portion (hypotube and luer) of the device were not returned.